Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, battery charger, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the battery life was not lasting as it should, and was lasting under 2 hours. It was stated that there was no effect on patient. The device was stated to have been exchanged. No additional information available.

Manufacturer narrative:
It was reported that the battery would rapidly discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file analysis revealed that the battery discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected, the reported event could not be confirmed or duplicated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.